Event description:
It was reported that during an unknown procedure the handpiece was not recognized by the generator anymore. It happened before any action on the patient, during the test of the handpiece. It remained 47 uses left. No patient consequences. Use of another device to complete the procedure. No surgical delay.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. D4 batch #: r9227t. Additional information was requested and the following was obtained: - an error message displayed: "please open the jaws of the device". - the device did not pass the pre-test. - the device did not work before stopping. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone.